Event description:
It was noted through review of a patient's programming history that a vns patient was set to unintended settings. The patient was implanted on (B)(6), 2001 and upon review of the patient's programming history it was noted that the patient settings were found to be at 1/20/500/30/60 on (B)(6) 2006 which correspond to a programming anomaly. At the moment good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming.